Manufacturer narrative:
The lead was not returned for testing. Therefore, boston scientific cannot confirm the reported clinical observations. This issue will be re-evaluated if additional information is received.

Event description:
Boston scientific received information that this right ventricular lead was exhibiting intermittent loss of capture. A revision procedure was performed and the lead was removed from service and replaced. No adverse patient effects were reported.